Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint cannot be replicated or confirmed. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. Additional contact: (B)(6).

Event description:
A primary plum set, clave secondary port, clave y-site, secure lock, 103 inch reportedly leaked drug/infusate from the device's air vent during infusion. Etoposide was involved in the event. There was no bleed back reported and no delay in critical therapy. There was no patient harm/adverse event reported.